Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was due to the user unaware that sterilization was necessary because the label was wrong. The events can be detected/prevented in accordance with the following instructions for use: [handling methods] 1.sterilization make sure to perform ethylene oxide gas sterilization prior to use. As to the sterilization methods, refer to the instruction manual of an ethylene oxide gas sterilization device. For the conditions of ethylene oxide gas sterilization, refer to table l and 2. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, updated b3 and correction to h8. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the specific root cause of the event could not be determined at this time. However, olympus sent an endoscopic support specialist (ess) to the site for reprocessing training. The suggested event may be prevented by handling the device in accordance with the instructions for use (IFU): "[handling methods] 1. Sterilization make sure to perform ethylene oxide gas sterilization prior to use. As to the sterilization methods, refer to the instruction manual of an ethylene oxide gas sterilization device. For the conditions of ethylene oxide gas sterilization, refer to table l and 2." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that an unsterilized balloon 2 was used in a patient. The intended procedure was completed using the same device. There were no reports of harm to patients. The distributor checked with customer information center to see if balloon 2 could be sterilized with stellad. It was discovered that the facility was unable to handle gas sterilization, and that an unsterilized ultrasonic balloon was misused. The balloon had not been used since the discovery.